Manufacturer narrative:
Lot number and expiration date and device manufacture date are unknown, no information has been provided to date. No product was returned and therefor we are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review could not be performed as the device lot number is unknown.

Event description:
It was reported that a baby was intubated with a 3.0 endotracheal tube (ett). The customer went to go suction the baby and noticed it was unable to pass the 8fr catheter past the tapes. It is believed the tapes were tight so the customer had the tapes readjusted. After readjusting the tapes the customer was still unable to pass the 8 fr catheter. Tried another catheter but still couldn't get it down. Ended up having to put a 6fr suction catheter in. The endotracheal tube (ett) was removed and no issues passing an 8fr catheter. No injury was reported.